Event description:
My child was over exposed to radiation from fraud and misuse of CT scanner. Five times the amount that it should have been and emitted radiation has been tampered with in log book and pacs. FDA safety report ID # (B)(4).